Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was apparent explant damage. The proximal conductor had blood/body fluid (not obstructed) and the outer insulation had a breached cut.

Event description:
It was reported that the lead pulled back into the coronary sinus (cs). The lead was explanted and replaced. No patient complications have been reported as a result of this event.